Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a "peritoneal infection". The cause of the event was not reported. On an unreported date, the patient was hospitalized for the peritoneal infection. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies, route of administration and duration not reported) for the peritoneal infection. At the time of this report, the patient was not recovered from this event. On an unreported date, dianeal therapy was discontinued. No additional information is available.